Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000089399. Common device name: scs ipg, model: 3660, UDI: (B)(4), serial: (B)(4), batch: a000123874.

Event description:
It was reported the patient was unable to enter into MRI mode due to low. As such, surgical intervention may occur to address the issue. The investigation has not determined which component contributed to the low impedances.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Patient underwent surgical intervention where the leads were adjusted in the existing ipg header, which resolved the issue of low impedances. Surgery occurred on 20feb2023.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.